Event description:
It was reported that pump displayed malfunction alarm with code 9 and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if malfunction returned, and confirmed understanding of instructions.